Event description:
It was reported that the device cannot be interrogated. There was no pacer spikes seen on electrocardiogram (ECG) and no magnet response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 1995. (B)(4).